Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, possible noise, and low r-waves. In addition, the strips showed possible oversensing of p-waves on the right atrial (ra) lead. The leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.